Manufacturer narrative:
(B)(4).

Event description:
The consumer's family member reported that the patient was having more accidents than usual. Therapy was noted to be on. The incision site was red and puffy. The patient was indicated for gastrointestinal/pelvic floor. There was no further information provided about this event. The patient later reported the next month redness at incision site. The steps taken to resolve the frequent accidents and redness at incision site was the patient went back to see doctor. The patient had a replaced on (B)(6) 2016 and reported need to wait to see if frequency accidents and redness at incision site was resolved.

Event description:
Additional information received from the patient reports the circumstances that led to experiencing more frequent accidents and redness/pain at incision site was they just happened and increase with redness. The steps taken to resolve frequent accidents and redness/pain at incision site was the device was replaced. The patient noted that the reported issues was much better.